Event description:
A caller reported a malfunction on a pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received pump reset information from technical support and was assisted with resetting the pump, after which the malfunction code did not recur. Customer was informed to call back if the malfunction code reappears and acknowledged this advice.